Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Technical support instructed the customer to continue using the pump and to call back if any issues emerge again, which the customer acknowledged and understood.